Event description:
It was reported by the customer that a draeger resuscitaire had an error 5. There were photographs provided showing that the warmer hood of the device was melted. It was noted that there was a patient involved, however; the customer stated that there was no adverse event or injury reported.

Manufacturer narrative:
A compliant was received regarding the draeger resuscitaire warmer head cover melted. It was stated that the device was in use, however; there was no patient injury or further information provided regarding the patient. A picture was provided showing the melted hood and the charring. The customer was asked if there were any objects placed on top of the hood and this information could not be confirmed. The damage in the provided image is consistent with prolonged heat stress due to blocked vents. The customer informed us that there was additional training given to the staff. No further issues have been reported. The resuscitaire instructions for use (IFU) was provided to the customer to assist in continued education for safe practices. The resuscitaire instructions for use (IFU) provides the following: caution - before placing the infant in the warmer, pre-warm the device to the temperature prescribed by the attending physician. Failure to do so could result in patient injury; warning - to avoid risk of fire or overheating the warmer, never block the vents on top of the warmer. Patient injury or equipment damage could occur; warning - to avoid risk of fire or overheating the warmer, never place objects, such as blankets, clothing, diapers, or sterile packs, on top of the warmer. These objects can interfere with the proper cooling of the warmer head and can fall onto the mattress. Patient injury or equipment damage could occur.

Event description:
It was reported by the customer that a draeger resuscitaire had an error 5. There were photographs provided showing that the warmer hood of the device was melted. It was noted that there was a patient involved, however; the customer stated that there was no adverse event or injury reported.

Manufacturer narrative:
The investigation was started; results will be provided in a follow up-report.